Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the balloon material was fully deflated. An attempt made to inflate the balloon material noted a balloon pinhole located approximately 40mm proximal to the distal tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2012-03244. It was reported that during a percutaneous transluminal angioplasty treatment procedure for diagnosis, a balloon rupture and vessel dissection occurred. Vascular access was obtained via the forearm. The more than 70% stenosed target lesion was located in the fistula that was calcified throughout the vessel. A 8.0 x40, 75cm charger balloon catheter was advanced to the target lesion and inflated, however the balloon would not inflate above 8 atms and would not hold pressure. The physician felt calcium in the vessel may have punctured the balloon. Another 8.0 x40, 75cm charger balloon catheter was advanced to the target lesion, and during the first inflation at 18atms a balloon rupture occurred. Angiogram revealed a small dissection in the fistula. For dissection treatment, a non-bsc balloon catheter was inflated for one minute. Angiogram confirmed that the dissection was resolved. The procedure was completed with a non-bsc balloon catheter. No further patient complications were reported and the patient's status is listed as fine.

Event description:
Same case as MDR ID# 2134265-2012-03244. It was reported that during a percutaneous transluminal angioplasty treatment procedure for diagnosis, a balloon rupture and vessel dissection occurred. Vascular access was obtained via the forearm. The more than 70% stenosed target lesion was located in the fistula that was calcified throughout the vessel. A 8.0 x40, 75cm charger balloon catheter was advanced to the target lesion and inflated, however the balloon would not inflate above 8 atms and would not hold pressure. The physician felt calcium in the vessel may have punctured the balloon. Another 8.0 x40, 75cm charger balloon catheter was advanced to the target lesion, and during the first inflation at 18atms a balloon rupture occurred. Angiogram revealed a small dissection in the fistula. For dissection treatment, a non-bsc balloon catheter was inflated for one minute. Angiogram confirmed that the dissection was resolved. The procedure was completed with a non-bsc balloon catheter. No further patient complications were reported and the patient's status is listed as fine.